Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The device was subsequently returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4)